Event description:
7/7/97-bilateral blepharoplasty. 7/10/97-post-op office visit: dehissence noted. Keflex 250mg, qid. 7/17/97-postop visit: improved, continue on keflex. Please note: all instruments sterilized within "standard of care". Employees not the same for each procedure.